Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/07/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The pump was exercised for 24 hours with no unprogrammed boluses being delivered or recorded in the pump history. The keypad was tested and all keys responded appropriately to button presses. No hypersensitive keys were observed. Unrelated to the complaint, evaluation revealed that there was a blue line at the top of the display screen above the pump time. The pump cover was removed and no internal moisture was observed. The display screen was found to have a failed display flex. A test display was inserted and found to function properly with no visible blue lines above the pump time. The complaint of the pump performing boluses without user intervention was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump administered a bolus without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.